Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "rupture."

Event description:
Physician reported left side rupture. The device has been replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, broken shell, part of the shell is missing, dark ring, underweight, crease fold, wear abrasion. A microscopic analysis was performed which identify, crease sharp, stress mark. Based on the device analysis, the final assessment is: a crease sharp in the posterior side assessed, as fold flaw opening.

Event description:
Physician reported, left side rupture. The device has been replaced.